Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that loss of connection issues occurred between the transmitter and the pump while the customer was sleeping. No additional patient or event information was available as the customer declined to provide further information regarding the event.